Event description:
It was reported that the patient had a 2-day anterior and posterior spinal fusion over monday and tuesday. The spinal portion of the catheter had to be replaced because of the fusion on tuesday and after that it was primed. Approximately 24 hours later, the representative was contacted by the hospital staff stating that the patient was unresponsive. They were having trouble managing the patient¿s pain and she was either agitated or sedated and the staff said it was likely not a pump issue. The patient was also experiencing a neurological deficit and was having trouble moving her upper limbs. The patient was to have a magnetic resonance imaging (MRI) scan. This device system delivered fentanyl, clonidine, bupivacaine, and baclofen. Additional information was requested to clarify event details, alleged product issues, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was electively removed to accommodate for the fusion surgery needed, and there was no alleged catheter issue. Hospitalization was not required as a result of the patient's adverse effects. The patient was doing fine, and the issue was not device related.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).